Manufacturer narrative:
(B)(4). The service engineer inspected the device, replaced the graphical user interface (gui) printed circuit boards (pcb);upgraded the backlight inverter printed circuit board (pcs), gui flex cable and the software. The unit then passed extended self-testing.

Event description:
It was reported that the ventilator had a blank screen. There was no reported patient involvement at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.